Manufacturer narrative:
It was reported that the self-test failed and the device alarmed with technical event 233003 during non clinical use. No patient involved. The event did not cause or contributed to a death or serious injury to a patient the analysis of the log files confirmed the issue. The most probable root cause of the event was determined to be a defective pressure sensor assembly. No further feedback was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.

Event description:
The following was reported to hamilton medical ag: before use, the hospital staff asked local staff to repair this c1 as it failed to calibrate the flow sensor after repeated attempts. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).